Event description:
The patient had in-stent restenosis of an unknown cypher that was implanted in 2006. In 2007 was admitted for a procedure to treat the tortuous, mid left circumflex. The lesion was pre-dilated with a 1.5 x 20mm balloon and a 2.5 x 20mm balloon. Then a 2.5 x 28mm cypher select plus stent implanted. The procedure was successfully completed. Approximately seven months post index procedure the pt had a follow-up angiogram done and an aneurysm was noted in the mid left circumflex where the stent was fractured. Treatment has not been decided.

Manufacturer narrative:
This unk ous cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated MFR report numbers are 9616099-2008-00214 and 9616099-2008-00215. Additional information will be submitted upon 30 days of receipt.